Event description:
It was reported during in clinic follow up that the right ventricular lead exhibited oversensing due to noise. This oversensing was resulting in pacing inhibition. The lead was capped on (B)(6) 2024 and successfully replaced. It was reported the device is subject to the assurity and endurity pacemakers header anomaly advisory issued by abbott on 15 march 2021. Explant of the device was prophylactic. The patient was stable and asymptomatic.